Event description:
A pt was undergoing laparoscopic cholecystectomy and incurred a minor burn to the liver. No remedial treatment was necessary. A laparoscopic unipolar hook electrode was being used for the procedure.